Event description:
It was reported that the left ventricular [lv] lead was oversensing, had high impedance, was exhibiting noise and was not capturing. It was also reported that the lv lead was plugged into the right ventricular [rv] lead port of the device. The lv lead polarity was reprogrammed and the lead remains in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.